Event description:
It was reported that the 3 ml slip tip wwd syringe bulk non-sterile experienced no label or missing label information. The following information was provided by the initial reporter: a couple of days ago we received a batch of bd syringes at our facilities whose labeling came without ce marking.

Manufacturer narrative:
H6: investigation summary: two photos of a 1600-count 3ml bulk non-sterile box from batch 0325298 (p/n 301077) were received and evaluated. Based on review of the label drawing, the label was printed correctly per design. The material number (301077) is technically approved as a ce marked product, however, the manufacturing site does not apply the ce mark to the label. Potential root cause for defect label content missing is associated with the warehouse labelling system. Warehouse system that would overlable the ce mark had that product (301077) listed as a non ce marked product. Quality engineering is aware of this and removed the material number (301077) from the technical file as non ce market product to prevent this from occurring again in the future. DHR review is not required due to the complaint being for the design of the label and not a true defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 ml slip tip wwd syringe bulk non-sterile experienced no label or missing label information. The following information was provided by the initial reporter: a couple of days ago we received a batch of bd syringes at our facilities whose labeling came without ce marking.